Event description:
Patient reported lead broke and was replaced. No patient complications were reported as result of event. Attorney later alleged "the fidelis lead fractured causing the need for replacement surgery. In 2007, the fidelis lead was replaced with a medtronic sprint quattro secure lead." Patient died in 2008. Attorney further alleges that as a result of lead, patient "suffered extreme physical injury, extreme emotional and psychological distress which included sudden death" and "had an increased risk of death or major cardiovascular events." Attorney alleges patient "suffered bodily injury and resulting pain and suffering, disabilitiy, disfigurement, mental anguish." Review of manufacturer's database verified patient death and also that the patient did not have a sprint fidelis lead model in use at time of death. No allegation from a healthcare professional that the death was device related. Cause of death researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.